Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 4/2/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - could you please provide the lot number? =>109d6q -- package lot number of the clips? -please provide the applier product code and lot number?=>ka200 - please confirm if there is an issue with the applier?=>no if yes, please create a product complaint and provide the respective reference number(s). - please explain how the clips were loading into the applier?=>unk - please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading=>unk - was the applier checked for damaged (jaws straight and aligned)?=>unk - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections.=>the device has been received at sukagawa and will be shipped. Please check rmao. - only applicable for mic4030 (applier - manufacturer johnson & johnson international): please confirm that all 3 instrument parts with same serial no. Was assembled and used. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a urologic procedure on an unknown date and suture was used. During an unknown urologic surgery, although the hospital attempted several times, clipping to the suture could not be done. This issue occurred constantly with the same lot number. Another competitive device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. Additional information was requested.